Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was suggested.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were suggested and they were not made at this time.

Event description:
New information on 08/23/2018 received indicated that an asymptomatic patient presented in the clinic, additional post-paced t-wave oversensing episodes were observed. Programming changes were made.